Event description:
It was reported that during normal follow-up, externalized conductors were observed on the rv lead. No electrical anomalies were detected. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.